Event description:
Physician reported right side capsular contracture baker grade IV, "leaking implants", "pain" "nipple sensitivity" and "breast mass". Device has been explanted. Treatment is prophylaxis antibiotics and analgesic.

Manufacturer narrative:
(B)(6). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a4, d1, d4, d6a, h4, h6.

Event description:
Physician reported right side capsular contracture baker grade IV, "leaking implants", "pain" "nipple sensitivity" and "breast mass". Device has been explanted. Treatment is prophylaxis antibiotics and analgesic.